Manufacturer narrative:
The site reported a posterior capsule tear during implantation of a light adjustable lens. A vitrectomy was performed and the light adjustable lens was implanted in the sulcus. Rxsight's awareness of this event was (B)(6) 2022. The device history record for the lens was reviewed. No issues were noted. The lens remains implanted in the patient's eye.

Event description:
The site reported a posterior capsule tear during implantation of a light adjustable lens. A vitrectomy was performed and the light adjustable lens was implanted in the sulcus. Rxsight's awareness of this event was (B)(6) 2022.